Event description:
The customer reported that the system would display a communication error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative performed diagnostic tests. No conclusion can be drawn as repair information is unavailable and no additional service information was provided.